Event description:
Related manufacturer reference number: 2017865-2021-30357. It was reported during an in clinic follow up that the patient's implantable cardioverter defibrillator (ICD) went into backup vvi when attempting to initiate a capacitor maintenance. It was also noted that the ICD had a charging problem. After several failed attempts to restore the device, the physician opted to explant and replace the ICD. During the changeout procedure, the left ventricular (lv) lead failed to disconnect from the header so the physician opted to explant and replace the lv lead as well. The patient was in stable condition.